Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because this issue did not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver has a redundant power source of onboard batteries. The freedom home ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the cord on the freedom home ac power supply was frayed. The customer also reported that the patient was provided a different ac power supply.

Manufacturer narrative:
The freedom home ac power supply was returned to syncardia for evaluation. Visual inspection revealed missing feet, damage to the housing of the transformer, a cracked connector and a broken strain relief. The issue observed by the patient, a frayed power cord, could not be identified, but it is highly likely the customer was referring to the broken strain relief. The ac power supply appeared to have sustained a drop or other rough handling resulting in the observed damage. Despite the physical damage, the ac power supply passed all electric functional testing and continued to provide life-sustaining power to the freedom driver. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the cord on the freedom home ac power supply was frayed. The customer also reported that the patient was provided a different ac power supply.